Event description:
Upon first assessment, bedside rn and charge rn noticed soiled gauze at PICC dressing site. Charge rn noticed fluids dripping from the middle of PICC line. Charge rn and bedside rn noticed PICC line was cracked and leaking.